Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that 2 months ago, they had just gotten back from traveling, they'd been exhausted and they just "fell asleep" and fell in their bathroom all the way on the right side where the system was placed. The patient stated they had a walk-in shower; however, it still had a lip and they fell right on top of the lip, on their spine and the device. The patient stated they had a compression fracture of the l2 vertebrae as a result of the fall, which was "sort of in line with the device" and injury in the area of the device and to the whole right side. The patient stated the implant site used to feel "smooth" (and "hard") but that now it felt "jagged," that it was a little higher now, with one end up more. The patient stated the fracture was healing but that they still had an incredible amount of pain on that side so they didn't know if it was the nerve or this "gizmo device" that had been affected. The patient stated they were scheduled to have the system removed on (B)(6) 2022. The p atient had called to inquire about the removal process. They also asked about the new MRI safe systems, stating they'd never been able to have mris when they needed them so they might talk to their managing health care provider (hcp) about the newer systems because they knew with their injury now, they'd need to do mris. Patient services redirected the patient to their managing hcp to discuss next steps. The patient speculated that as they'd had the system for 9 years, they may have scar tissue and it might be difficult to remove the system, especially since their fall. The patient also mentioned a "really nice" manufacturer representative (rep) they used to work with and asked if a rep would be present at their procedure. They could not recall the name of the rep. Patient services reviewed the role of a rep with the patient and redirected the patient to their hcp.